Event description:
The customer reported ongoing issues with pump occlusions, and requested a replacement pump due to these concerns. There was no adverse impact to the customer¿s blood glucose level. Until the new pump arrived, the customer planned to use multiple daily injections for insulin therapy. The customer was informed of the shipping and return procedures for the pump.